Event description:
The manufacturer representative reported the pt experienced a loss of therapy and shocking. The extension was removed due to suspected insulation tear. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.